Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit received with motor error alarm stuck during bolus delivery loop. Motor passed motor test. Motor may have had an intermittent failure not detected during our testing. Unit received with scratched lcd window, cracked reservoir tube lip, and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.